Manufacturer narrative:
(B)(6). On 16 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: reoperation few days after primary cementless tha due to leg length discrepancy. The operated limb was found to be 10 mm longer than contralateral. This is not a problem originated by a faulty or malfunctioning device. Batch review performed on 18 august 2017. (B)(4).

Event description:
The patient has pain due to the leg length discrepancy. The surgeon stated the operated leg is too long and revised it.